Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that two days post implant the patient was feeling a jumping sensation in their chest. The patient noted that this also happened while they were in the hospital and the device was reprogrammed. The device remains in use. No patient complications have been reported as a result of this event.